Manufacturer narrative:
H3 other text : device not available.

Event description:
The user facility reported, the housing broke after a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No patient impact, no medical intervention, no delay and no adverse consequences.

Event description:
The user facility reported, the housing broke after a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No patient impact, no medical intervention, no delay and no adverse consequences.